Manufacturer narrative:
Findings: reliability analysis inspected 1 opened/used sensor and found cannula broken all parts still of the cannula are present. See attached file for details. Found domestic sensor from an international order. Unable to confirm insertion anomaly due to customer insertion needles separated from sensor.

Event description:
The customer reported via phone call indicating that the insulin pump alarm calibration error and change sensor alarm. Customer's blood glucose at time of incident was 7.2 mmol/l. The customer will replaced sensor and asked to remove the sensor and found that sensor cannula is bent in the shape of the w.